Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lancing device ii, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the spring of the freestyle lancing device ii did not work and therefore device could not fire lancet. The customer was unable to test glucose and became hypoglycemic with symptoms of sweating, palpitations, and loss of consciousness, requiring treatment of chocolate and glucagon by third-party. There was no report of death or permanent injury associated with this event.